Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5510, 5511, 5512 during start test. Flowsensor cannot be calibrated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5510, 5511, 5512 during start test. Flowsensor cannot be calibrated.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag received the log files of the affected device and according to the log file analysis, technical faults (tf) 5510, 5511, 5512 were recorded. The incident occurred during a start-up test, there was no patient involvement. According to the service manual of hamilton-g5, once one of these tfs occur during ventilation, the ventilator sounds a high-priority alarm, displays the technical fault number on the screen, records the technical fault number in the event log and ventilation continues. These logged tfs indicate a sensor board problem. The root cause was determined to be autozero valves on the sensor board not working properly. The correction was made to replace the sensor board 2 (p/n 155699). The device passed all tests and was then operational. Updated fields: b4, g1, g3, g6, h2, h6, h7, h11.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5510, 5511, 5512 during start test. Flowsensor cannot be calibrated.